Event description:
It was reported that the patient had intermittent stimulation. The physician then decided to replace the ipg and the reported issue was resolved.

Manufacturer narrative:
Correction to field b1: adverse event and product problem; correction to field b5: describe event or problem; correction to field g3: report source and report source other. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Device technical analysis: the returned ipg was analyzed and the monitored stimulation on an oscilloscope found that outputs were consistent and correct on all electrodes. The device was monitored for 5 days while the patient setting was turned on. After the monitoring period, the device maintained the reset count and the stimulation status unchanged. This confirms that the device reset count is valid and the reported stimulation off by itself has not resulted from a device malfunction. The ipg passed all the required tests and revealed no anomalies. Investigation conclusion: with all the available information, boston scientific concludes through observation and testing that the reported event was not confirmed. Therefore, the probable cause is no problem detected.

Event description:
It was reported that the patient experienced intermittent stimulation and difficulty achieving a full charge of the ipg. The patient underwent a revision procedure to replace the ipg and the reported issues resolved.